Event description:
Info was rec'd that reported a pt was hospitalized due to hyperglycemia. The reporter called for a replacement pump as she believes that the device is malfunctioning. In 2007, at 5:00 pm his blood glucose tested 500 mg/dl. The pt was treated with an insulin drip. The device will be returned for eval.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Upon visual examination the pump was found to have physical damage. The cartridge retention device was found to have 2 areas where there were quarter inch chips of material that had been broken away. This damage did result in the device's inability to operate properly. We were unable to determine when or how the device became damaged.